Event description:
The reporter stated the surgeon inserted and removed an aa4203tl toric silicone single piece lens during the same surgery due to surgeon preference, he changed his mind for another toric lens but different manufacturer. The incision was enlarged to remove the lens and sutures were required to close the incision. The reporter stated there was nothing wrong with the aa4203tl model lens.

Manufacturer narrative:
Incision sutured - other, (no device failure) - eval results - other - visual inspection of the returned product found no visible damge to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order.